Manufacturer narrative:
The product was not returned. Photos were provided of a toric single piece lens in the eye. A mark or material was observed just off center on the right side. Unable to determine the nature or origin of mark. A qualified cartridge was indicated with an unspecified monarch handpiece. The viscoelastic was not provided it is unknown if a qualified product was used. A root cause could not be determined for the reported damage. The lens remains implanted and no issues have been reported. It could not be determined from the provided photos if the pictured area was a crack. Per the instruction for use (IFU): company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens (iol) implant procedure, a slightly off-center crack on iol won't have too many consequences found after iol injection. The implant was perfectly normal before going into the injector. The zonula was very fragile, hence did not want to take the risk of removing the iol and putting another one. The surgeon tried to rub the back side of the implant, hoping that it was just dust stuck to the implant, but without success. Additional information was received stating the patient was seen only one day after surgery for the moment, but the visual acuity of the patient at one day after surgery was rather reassuring at 6/10 without correction even if the fissure was visible, a little off center.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).